Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The drill was visually evaluated and found to be in poor cosmetic condition; significant discoloration was observed. The drill tip shows signs of extensive wear from use and is significantly damaged. The product was dimensionally inspected using a vision system and confirmed the tip was broken. The other drill body features were not possible to measure because the tip was missing. The reported complaint indicated that the rotations may have been set too high. The instructions for use (IFU) for this product states in the warnings and precautions section: ¿device is single use only... When using twist drills, appropriate cooling is necessary to minimize thermal damage to bone tissue. This should be combined with low speed drilling to prevent the risk of bone demineralization and possible loosening of the bone screw.¿ device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to wear and tear from extensive use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The instructions for use (IFU) state "the manufacturers¿ instructions for the hand piece must be followed while using the twist drill. The maximum recommended speed is 40,000 rpm in order to avoid failures such as breakage of the twist drill. Insure drill is fully seated in handpiece prior to use. Twist drill should not be revved prior to contact with the bone." Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the drill broke during use. The broken portion of the drill was removed from the patient's jaw. There was a ten minute surgical delay. The surgery was completed using a different drill. The complaint report states a possible cause of the event is the rotations were too high (40,000).

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The device history record (DHR) was reviewed and no non-conformances were identified. Device manufacture date was corrected from jul 27, 2015 to oct 16, 2015.